Event description:
It was reported that this pacemaker was part of a system revision due to systemic infection, suspected of gall bladder, bacteremia. The patient had aortic valve (ao) replacement. There was no additional adverse patient effects reported. This pacemaker was explanted.